Manufacturer narrative:
Additional information: section h imdrf annex codesa review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system server had an issue where multiple patients were showing on the same bed. A technical support specialist (tss) checked the patients and found that only one patient appeared in the database, while the other was not showing. The tss then remoted into the es server to verify the issue, confirmed that the missing patient was still active, and compared it with the example provided for the other patient. The comparison showed that a discharge message had been received, so the case was escalated to iest since the server does not handle room assignments. The tss also found that no str-proc was being applied for room mapping, and the examples could not be traced because they were too old. The tss indicated that the issue was most likely originating from the adt system and requested specific, recent examples from the customer. Additionally, the tss stated that all verifications on the es and interface systems had been completed and that no additional troubleshooting steps were currently available and therefore marked the case as completed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the multiple patients were showing on the same bed and discharged patients were not dropping. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the multiple patients were showing on the same bed and discharged patients were not dropping. However, there were no delays or adverse events or injuries reported based on this event.